Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a faulty battery although it is fully charged. When placed in the device, it displays faulty device. There was reportedly no patient involvement.